Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac veins using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician made two passes using the cat8 with a non-penumbra sheath. It was reported that the cat8 was flushed after both passes. After making a third pass, the physician removed the cat8 and found the distal tip to be ovalized. The procedure was completed using a new cat8 and a new sheath. There was no report of an adverse effect to the patient.